Manufacturer narrative:
Reference mw5079423. If information is provided in the future, a supplemental report will be issued.

Event description:
Venaseal closure system used to close saphenous vein failed to close vein, product created severe phlebitis, product created severe allergy, significant pain was caused.